Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted as "stroke". No further information is available at this time.

Manufacturer narrative:
The pump was not available for evaluation. A correlation between the device and the reported ischemic stroke could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications for the pump. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had suffered an ischemic stroke. The patient's inr was 1.6 at the time.

Manufacturer narrative:
Aproximate age of device: 3 yrs. And 7 mos.according to the information provided, the lvad pump will not be returning for evaluation. The manufacturer is attempting to obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder